Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient with a pacemaker had pacing at 72ppm and had intermittent pocket stimulation. It was noted that the patient does not historically pace. A device interrogation was performed, and the device was found to be in safety mode. Subsequently, the device was explanted and replaced. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker had pacing at 72ppm and had intermittent pocket stimulation. It was noted that the patient does not historically pace. A device interrogation was performed, and the device was found to be in safety mode. Subsequently, the device was explanted and replaced. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.